Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an inoperable fourth row on the keypad (4, 5 and 6 keys). Service evaluation verified inoperable fourth row on the keypad (4, 5 and 6 keys). The cause was identified to be a failed keypad. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was observed with an inoperable fourth row of keys on the keypad (4, 5 and 6 keys). No additional information is available.